Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012426255); product type: delivery catheter system (dcs) product ID l-evolutfx-2329 (lot: 0012428116); product type: compression loading system (cls). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a mean annular diameter of 25 mm and minimum diameter of 21.9 mm with heavy calcification, a pre-implant balloon dilatation was performed using a 22 mm balloon. After annular contact during implantation, immediate complete heart blockage occurred. The valve was released, however due to unspecified paravalvular leak (pvl) and low hemodynamics, a post dilation using a 25 mm balloon was performed. During deflation of the balloon, the valve dislodged. There was no coronary obstruction reported. A non-medtronic (edwards) valve was implanted. Due to the full atrio-ventricular block (avb) blockage, a permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: fluoroscopic cine loops of the pre-balloon dilatation and implant procedure were provided for review of the event. Patient summary was not provided for anatomical review. Images suggest that the valve¿s non-coronary cusp (ncc) and left coronary cusp (lcc) implant depths were between 3 and 5 mm which is in the tolerance of the evolut valve¿s recommended target implant depth. Another image showed the reported unspecified paravalvular leak (pvl) which occurred after full valve deployment, and which is why the implant team decided to do a post-balloon dilatation. As reported, during the deflation of the post-dilatation balloon, the evolut valve dislodged into the ascending aorta. Subsequently, a non-medtronic valve was successively implanted. Potential adverse events as listed in the evolut instructions for use (IFU) include the following: ¿ conduction system disturbances (for example, atrioventricular node block, left-bundle branch block, asystole), which may require a permanent pacemaker. ¿ prosthetic valve dysfunction (regurgitation or stenosis) due to fracture; bending (out-of-round configuration) of the valve frame; under expansion of the valve frame; calcification; pannus; leaflet wear, tear, prolapse, or retraction; poor valve coaptation; suture breaks or disruption; leaks; mal-sizing (prosthesis-patient mismatch); malposition (either too high or too low)/malplacement. ¿ prosthetic valve migration/embolization. Migration / valve dislodgement of the transcatheter aortic valve (tav) can be facilitated by a variety of factors, including but not limited to, implant depth, valve size selection, unfavorable anatomical configurations, an unresolved infold, implant technique or post-balloon dilatation complications. No cine loops or information of the actual valve deployment were provided (e.g. Deployment, starting position, system tension, pacing, etc.). Thus, it¿s not possible to examine more specifically what could have caused the complete atrio-ventricular (av) block. Furthermore, the provided images and information do not explain what caused the unspecified pvl. The reported severely calcified aortic annulus may also have contributed to both, the conduction disturbance and the pvl. Finally, no cine-loops show the actual deflation and removal of the post-balloon dilatation. It¿s unclear if a foreshortening in the valve frame during the post-balloon dilatation may have caused the upwards valve dislodgement or perhaps the balloon catching on to the frame while retracting. With the provided information, a device relation cannot be determined at this time. Apart from the implantation of a permanent pacemaker due to a complete atrio-ventricular blockage, no additional adverse patient effects were reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.